Event description:
It was reported that the patient felt she had been having recurring urinary tract infections (uti¿s), with their history of incontinence and irregularity of bladder consistent bladder diverticulum, and had approximately 5 uti¿s the year prior to the report. The last episode was the year prior to the report, (B)(6), and denied any gross hematuria.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v008447, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension product ID: neu_ptm_prog, serial# unknown, product type programmer, patient (B)(4).